Event description:
It was reported that the distal filter failed to recapture. A sentinel cerebral protection system was used successfully during a procedure. When trying to remove the device, the distal filter would not go back into the catheter and the portion of the handle that controls the distal filter broke. The proximal filter was recaptured and the system was removed under fluoroscopy. No patient complications occurred.